Event description:
Pt's blood glucose does not come down when they bolus. When pt attempted to bolus 3 units of insulin into the air no insulin came out of the tubing. No treatment was received as a result of this incident.